Event description:
The following was reported by the patient's attorney: (B)(6) 2008 - the patient underwent repair of a hernia with ventralex hernia patch. On (B)(6) 2008 - the patient underwent excision of ventralex mesh and placement of composix kugel. The attorney alleges the patient experienced a recurrence which required additional surgery. The attorney also alleges the patient has suffered and will continue to suffer physical pain and injuries.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the attorney report, it is unknown whether the device may have caused or contributed to the reported event. The attorney report does not identify a specific device failure however the attorney alleges the patient developed and was treated for a recurrence, which is a known adverse event listed in the IFU. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Additionally, no sample was returned for evaluation. With the currently available information, no conclusion can be drawn. See MDR 1213643-2012-00004 for information related to the composix kugel mesh implanted on (B)(6) 2008.